Manufacturer narrative:
A biomérieux investigation was initiated due to a (B)(6) oxacillin and (B)(6) cefoxitin screen test (oxsf) on (B)(4) card, which lead to a non-detection of (B)(6) strain. Testing was performed for three (3) strains submitted by the customer. Agglutination test (slidex): confirmed a (B)(6) for the three strains (s1, s2, s3). Agar dilution(ad), the reference method used for the development of oxacillin (ox101n): s1 - 1 mg/l susceptible; s2 - 0.5 mg/l susceptible; s3 - 2 mg/l susceptible. Disk diffusion, the reference method used for cefoxitin screen test (oxsf): s1 - oxsf positive; s2 - oxsf positive; s3 - oxsf positive. Vitek 2 ast-gp71 (customer lot 3603984100 and random lot 360392710): s1 - oxacillin mic <=0.5 mg/l, oxsf positive; s2 - oxacillin mic =0.5 mg/l, oxfs negative; s3 - oxacillin mic >=4 mg/l, oxsf negative with therapeutic corrective in favor of (B)(6). The investigation did not duplicate the customer results with regards to strains 1 & 3. Strain 2 exhibits atypical growth behavior. The investigation concluded the (B)(4) test kit is performing as intended.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported the occurrence of (B)(6) results in association with the vitek 2 ast-p580 test kit while testing a staphylococcus aureus isolate. Alternate methods of testing performed by the customer included (B)(6). The customer indicates a delay in reporting of >24 hours due to the confirmatory testing. The discrepant vitek 2 ast-p580 test result was not reported to the physician and therefore had no impact on patient treatment decisions. Culture submittals have been requested by biomerieux for internal investigation. An internal biomerieux investigation has been initiated.